Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. Post procedure, the jejunal tube snapped. A new endovive jejunal feeding tube was placed. There were no patient complications reported as a result of this event.